Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
It has been pointed out that it seems that one filter has been added to the image since it was used. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: there was no problem with the delivered brand new device. Dr. Described the monitor image of brand new device that did not match his taste as ""feeling that image filter was applied in the monitor image"". For that reason, we measured optical performance of endoscope (as ""scope a"") which dr. Described as ""favorable image"". Next, we measured optical performance of multiple brand new endoscopes, selected endoscope that was close to the scope a image, and delivered it. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
It has been pointed out that it seems that one filter has been added to the image since it was used. This event occurred at the time of during use. There was no report of patient harm.